Event description:
It was reported that the patient had an increase in seizures about 2-3 weeks after her vns settings were adjusted. The patient also experienced injuries due to a fall during one of the seizures. Attempts for further information were unsuccessful to date.